Event description:
Patient received a recall letter. Reports that she is experiencing inaccuracy with the true metrix blood glucose meter. Her meter is always reading the same number no matter what she eats and shows "e5" error on screen.